Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was learned that a patient with a 25mm 11500a aortic valve explanted after an implant duration of 1 day due to unknown reasons. The explanted valve was replaced with a 23mm 3000tfx aortic valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
Through implant patient registry, it was learned that a patient with a 25mm 11500a aortic valve explanted after an implant duration of 1 day due to unknown reasons. The device was replace with a 23mm 3300tfx. Per information received, the patient presented to the hospital with shortness of breath and chest pain and underwent a redo avr. A non-edwards valve was explanted and replaced with a 25mm 11500a. The patient was then transferred to another hospital and on pod #1 underwent explant of the 25mm 11500a valve for unknown reasons. The valve was replaced with a 23mm 3300tfx. The patient's post-operative status was noted as in recovery. Attempts to retrieve additional information have been unsuccessful.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined.

Manufacturer narrative:
Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial, or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute ventricular dysfunction and/or death. The most likely cause is procedural factors, including implanting a valve too large, obstructing the patients left main.

Event description:
Through implant patient registry and investigation, it was learned that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 1 day due to left main coronary obstruction. The device was replaced with a 23mm 3300tfx aortic valve. Per medical records, patient presented hemodynamically unstable after cardiac arrested at home. Workup showed nstemi and critical aortic stenosis, patient arrest again was resuscitated and underwent a balloon aortic valvuloplasty. On hospital day #13 he was taken to the or for avr with a 25mm 11500a aortic valve and emergent bypass to the lad. Patient was in post-cardiotomy cardiogenic shock and was placed on va ECMO and transferred to another hospital. On pod #1 patient underwent redo avr due to lm coronary obstruction. A 23mm 3300tfx was implanted in replacement. Tee demonstrated a well-seated valve without obstruction of the coronary arteries and a well-functioning valve. Small paravalvular leak initially. There was on-going severe lv dysfunction, and the patient was transition from bypass back to va-ECMO. The patient was transferred to cticu in critical condition. Postoperatively the patient remained critically unstable in renal, respiratory, and cardiac failure with continued coagulopathy. Despite maximum inotropic support, ECMO/lvad, and crrt the patient continued to decompensate. On pod #12, tee showed severe lv function with ef 20%, and mild-moderate paravalvular regurgitation. Decision was then made for comfort care, after discontinuing support the patient expired on pod #13.

Event description:
Through implant patient registry, it was learned that a patient with a 25mm 11500a aortic valve explanted after an implant duration of 1 day due to unknown reasons. Patient presented with shortness of breath and chest pain. The patient underwent re-do valve replacement in which case a stentless bioprosthetic valve was explanted and the 25mm 11500a aortic valve implanted. The patient was transferred to another hospital for monitoring. On post-operative day one (1) the 25mm 11500a aortic valve was explanted due to unknown reasons and replaced with a 23mm 3000tfx aortic valve. The patient was in recovery post procedure.

Manufacturer narrative:
Added information to b5, b7, h6.